Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h10. The commander delivery system was discarded and not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints difficulty withdrawing the delivery system and delivery system balloon tear were unable to be confirmed. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. Additionally, a review of IFU/training materials revealed no deficiencies. Per procedural manual, user is instructed to retrieve delivery system with valve and sheath together as a single unit once balloon deflated completely and retracted inside sheath. In this case, 2cc volume was left in the syringe and balloon was not deflated completely during the removal. Additionally, excessive forces may have applied to overcome the resistance which has resulted in balloon torn observed after withdrawing the entire system. High pull forces during this withdrawal attempt likely resulted in the alleged balloon tear and profile of torn balloon possibly caused difficulty or inability to withdraw system. As such, available information suggests that procedural factors (residual fluid, improper device removal techniques, withdrawal forces) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra resilia valve was successfully deployed in the aortic position via right-side transfemoral approach. The inflation device was not fully retracted back and locked; approximately 2cc was left in the syringe. The 26mm commander delivery system was being withdrawn when it met resistance with the esheath+. The delivery system was retracted through the sheath before the inflation balloon was fully deflated, resulting in the balloon tearing. The delivery system and sheath were then withdrawn as one unit while wire access was maintained. There were no missing balloon pieces. Upon removal of the devices, the sheath liner was "wrinkled like an accordion" approximately 1cm in length at the distal end. Perclose was used successfully. Angiogram then showed a dissection at the right common femoral artery. A surgeon conducted open repair to fix the dissection. It was believed that the dissection was due to the balloon not being fully deflated upon removal because of the balloon tear.